Manufacturer narrative:
Weight - race: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.5/1.5/095, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange did not resolve the problem. Cause of event was unknown.

Manufacturer narrative:
B5- the reporter indicated that a 12.6mm, vticmo12.6, -11.5/1.5/095, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange did resolve the problem. Cause of event was unknown. H3- device evaluation: lens was returned in liquid, in microcentrifuge vial. Visual inspection found the optic torn. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).